Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An xtw clip (40306r2118) was inserted and placed on the mitral valve. It was noted additional positioning was needed an an aorta hugger occurred. During deployment, when removing the lock lever cap, it was observed the two ends of the lock line (ll) were entangled. To continue the procedure, the physician cut the two ends of the ll. It was noted one side of the ll was normal and one side had a knot. To continue deployment, the physician pulled the side without the knot, causing the knotted ll to become stuck inside the clip delivery system (cds). The ll was unable to be removed; therefore, the decision was made to perform the rest of the deployment steps and remove the ll with the cds. The clip was successfully deployed, but after deployment, it was observed both clip arms were inverted and was no longer attached to the mitral valve. The clip was retracted to the tip of the steerable guide catheter and both devices were retracted into the right atrium. However, due to the inverted clip arms, the clip was unable advance back through the right femoral vein. The physician decided to continue the procedure by using a new sgc and cds in the left femoral vein. Sgc (40311r1013) and an xtw (40306r2112) were advanced into the left atrium (la). While in the la, the clip was unable to open. Therefore, the clip was removed and replaced. An additional xtw was inserted and deployed without issues, reducing mr to a grade of 1. After removal of the sgc, an atrial septal defect (asd) closure device was implanted. Surgical intervention was then performed to remove the first sgc and cds that were still in the right femoral vein. It was noted there were no issues with the sgc that was used in the right femoral vein. There was no clinically significant delay in the procedure. The returned device analysis was performed and it was observed the xtw clip (40306r2112) had a torn clip introducer and the second sgc used (40311r1069) had a deformed soft tip.

Manufacturer narrative:
All available information was investigated. The soft tip was observed to be deformed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the deformed soft tip appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An xtw clip (40306r2118) was inserted and placed on the mitral valve. It was noted additional positioning was needed an an aorta hugger occurred. During deployment, when removing the lock lever cap, it was observed the two ends of the lock line (ll) were entangled. To continue the procedure, the physician cut the two ends of the ll. It was noted one side of the ll was normal and one side had a knot. To continue deployment, the physician pulled the side without the knot, causing the knotted ll to become stuck inside the clip delivery system (cds). The ll was unable to be removed; therefore, the decision was made to perform the rest of the deployment steps and remove the ll with the cds. The clip was successfully deployed, but after deployment, it was observed both clip arms were inverted and was no longer attached to the mitral valve. The clip was retracted to the tip of the steerable guide catheter and both devices were retracted into the right atrium. However, due to the inverted clip arms, the clip was unable advance back through the right femoral vein. The physician decided to continue the procedure by using a new sgc and cds in the left femoral vein. Sgc (40311r1013) and an xtw (40306r2112) were advanced into the left atrium (la). While in the la, the clip was unable to open. Therefore, the clip was removed and replaced. An additional xtw was inserted and deployed without issues, reducing mr to a grade of 1. After removal of the sgc, an atrial septal defect (asd) closure device was implanted. Surgical intervention was then performed to remove the first sgc and cds that were still in the right femoral vein. It was noted there were no issues with the sgc that was used in the right femoral vein. There was no clinically significant delay in the procedure. The returned device analysis was performed and it was observed the second xtw clip (40306r2112) had a torn clip introducer and the first sgc used (40311r1069) had a deformed soft tip.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the deformed soft tip appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.